Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a device alert for a delivered shock. It was noted the shock was for atrial fibrillation (af) and the af converted. The device remains in use. No further patient complications have been reported as a result of this event.